Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found a motor error alarm occurred on the insulin pump. The customer's blood glucose was unknown. The customer also reported the insulin pump became frozen and the motor error alarm occurred after the battery was replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and motor tests. No motor error alarm was noted. The insulin pump had a cracked case at the display window corner.